Event description:
It was reported that this right atrial (ra) lead electrogram (egm) presented far-field r waves that were in refractory. The health care professional (hcp) planned to follow up with the physician to resolve. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 - device code.

Event description:
It was reported that this right atrial (ra) lead electrogram (egm) presented far-field r waves that were in refractory. The health care professional (hcp) planned to follow up with the physician to resolve. This lead remains in service. No adverse patient effects were reported.